Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1809202 as performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that white advancer tube did not show when trying to deploy a mynxgrip vascular closure device. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, dsa run. Manual compression was applied for 15 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that white advancer tube did not show when trying to deploy a mynxgrip vascular closure device. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a cerebral angiogram procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, dsa run. Manual compression was applied for 15 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The advancer tube was observed on the catheter, covering the balloon proximally as received. The syringe, procedural sheath and sealant were not returned with the device. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The distance between the proximal tamp lock and distal tamp lock was measured and noted to be within specification. The advancer tube was manually pulled back and found properly engaged to the distal tamp lock. Balloon was fully inflated with water and pressure was maintained. The tamp locks were inspected at high magnification for damages that may have contributed to the reported incident. No damages or anomalies were observed. A device history record (DHR) review of lot f1809202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since it was received with the advancer tube properly engaged to the distal tamp lock. Although, it is unknown if the device was manipulated post-procedure. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, handling factors (such as incomplete shuttling) may have contributed to the issue experienced by the customer as evidenced by the presence of the advancer tube and successful functional analysis of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.